Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be autozero valves on sensor board not working properly. In consequence the sensor board 2 was replaced (p/n 155699). The unit passed all tests and was then operational. There was no patient or user harm.

Event description:
The device keep failing flow sensor calibration, after few attempts it will pass. And a 5511 and 5510 tf was shown once or twice. Full calibration was made and the device worked fine. But this is the third time this year the issue happened again. But even now the flow sensor calibration will take few attempts to pass.